Event description:
Service was requested on this device based upon a report of overinfusion found during biomed testing. Technician programmed pump to deliver 2cc of solution, pump delivered 3cc of solution. Technician did not have additional info on programming such as time, mode, etc. There was no record of any pt incident associated with this device since the last baxter service event.